Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical support to report that bipolar had question marks and would not fire. Prior to calling, the customer had replaced the instrument cord three times and changed instruments twice. The isi technical support engineer (tse) instructed the customer to power cycle the vio integrated electrosurgical generator unit (iesu) and try both bipolar ports, however, the issue remained. The tse further instructed the customer to bring in a third-party generator and connect the energy activation cable, after which, bipolar was able to function. The customer proceeded with the procedure. The procedure was continued as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was unable to reproduce issues during test drive. The vio integrated electrosurgical generator unit (iesu) was able to recognize a bipolar test instrument during repeated connecting and disconnecting. The iesu diagnostic logs had multiple c-00 errors. Unknown if they were related to the customer complaint. Replaced iesu to mitigate any further issues. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive the iesu to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. The unit energized and cauterized and all ports recognized instruments.